Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that loss of capture on the right ventricular (rv) channel of this pacemaker resulted in the device entering rv autocapture suspend mode. No adverse patient effects were reported. Boston scientific technical services (ts) recommended lead evaluation. No adverse patient effects were reported. This device remains in service.